Event description:
Customer reorted that during treatment the return line disconnection from the catheter. The return line was not directly connected onto the catheter but via a three way stop-cock (additional infusion line). According to the information received, the equipment did not appear to have given any alarm (alarms history). Blood loss unknown. Pt's blood pressure dropped from 120/65 to 70/35 and the haemoglobin dropped from 9.8 to 7.8.